Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7095905.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. It was also noted that the patient started to feel pressure with stimulation on. The patient underwent a revision procedure wherein the leads were repositioned and remain implanted in the patient. The patient was doing well postoperatively.